Event description:
Pt undergoing laparoscopic roux-en-y gastric bypass surgery. During the procedure stealth stapler malfunctioned. The silver blade became completely detached. Replacement stapler obtained and all staples with same lot number were taken out of circulation. Ethicon rep notified of incident and reportedly planning to come to hosp to pick up defetive stapler.